Event description:
Customer admitted as an inpatient to a hospital for high bg/dka ketoacidosis. Trouble shooting was performed. Checked programming and insulin concentration, basal rates, times, bolus history, alarm history are correct. Programmed a 3u (u-100) fixed prime with reservoir in pump and insulin exited properly.